Manufacturer narrative:
The customer reported after additional investigation that a carefusion service rep came onsite and evaluated the device but could not duplicate the reported complaint. No parts or device is expected to be returned to carefusion, no further evaluation will be made. (B)(4).

Event description:
The customer reported while using the avea ventilator, while suctioning a patient, there was pressure overshoot and it switched to pressure mode while on neonate volume mode. The patient was switched to another unit, no alleged injury or harm associated with this event.